Event description:
Medtronic rec'd the following journal article, which is summarized as follows: is hybrid procedure the best treatment option for thoraco-abdominal aortic aneurysm? (Eur. J. Vasc. Endovasc. Surg. (2009) 38, 26-34). This journal article reported 31 high-risk pts, who underwent hybrid taaa repair, underwent a variety of visceral re-routing configurations and were implanted with several different commercially available thoracic endografts, including medtronic valiant (n=2) and talent (n=1), and the remaining pts treated with stent grafts from other manufacturers. Regarding the medtronic talent device reported in this article, pt #3 was implanted with a talent stent graft for visceral aortic patch aneurysm (vap). This pt had previous aortic surgery of the ascending aorta and a repair of a type iii thoraco-abdominal aortic aneurysm. The physician elected to treat the vap by re-routing the celiac trunk, superior mesenteric artery, and right renal artery in a hybrid thoraco-abdominal aortic aneurysm (taaa) repair. After the taaa repair, the pt had transient renal failure and then expired from visceral graft thrombosis.

Manufacturer narrative:
Evaluation: results: (device lot number and implant date not provided). Conclusion: (device lot number and implant date not provided). The physician was contacted and requested to provide specific device and pt info related to the talent device implanted in pt #3, such as the lot number and implant date. At this time, no further info has been provided. The info reported in the article regarding pt#3 cannot be matched to any previous reported MDR from medtronic.